Event description:
Reported via patient call center it was reported that the patient had a stroke. On (B)(6) 2024, a left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was successfully implanted. The patient was discharged following the procedure. The patient informed the watchman call center that the 45-day follow-up transesophageal echocardiogram (tee) had been completed, confirming the device was functioning well. As a result, plavix was discontinued. In (B)(6) 2025, the patient reported having a stroke and was placed back on eliquis. A subsequent tee showed the watchman device remained well-positioned with no leaks or complications. Approximately two weeks ago (B)(6) 2025), the patient reported undergoing another tee, which again confirmed the device was in good condition. Eliquis was discontinued at this time, and the patient was transitioned to a low-dose aspirin (asa) regimen. A good faith effort (gfe) was made to the bsc clinical specialist. It was further reported that approximately seven (7) months post implant, the patient arrived to a hospital with symptoms of numbness down the right left. The patient was given tissue plasminogen activator (tpa) which resolved the patient symptoms. There were no device leaks found on imaging. There was no further intervention required.

Manufacturer narrative:
H6: patient code (B)(4) added per surpass data. B3 date of event: updated.

Event description:
Reported via patient call center it was reported that the patient had a stroke. On (B)(6) 2024, a left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was successfully implanted. The patient was discharged following the procedure. The patient informed the watchman call center that the 45-day follow-up transesophageal echocardiogram (tee) had been completed, confirming the device was functioning well. As a result, plavix was discontinued. In (B)(6) 2025, the patient reported having a stroke and was placed back on eliquis. A subsequent tee showed the watchman device remained well-positioned with no leaks or complications. Approximately two weeks ago ((B)(6) 2025), the patient reported undergoing another tee, which again confirmed the device was in good condition. Eliquis was discontinued at this time, and the patient was transitioned to a low-dose aspirin (asa) regimen. A good faith effort (gfe) was made to the bsc clinical specialist. It was further reported that approximately seven (7) months post implant, the patient arrived to a hospital with symptoms of numbness down the right leg. The patient was given tissue plasminogen activator (tpa) which resolved the patient symptoms. There were no device leaks found on imaging. There was no further intervention required.

Manufacturer narrative:
E1: initial reporter email added and phone updated. H6: patient code added.

Event description:
Reported via patient call center it was reported that the patient had a stroke. On (B)(6) 2024, a left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was successfully implanted. The patient was discharged following the procedure. The patient informed the watchman call center that the 45-day follow-up transesophageal echocardiogram (tee) had been completed, confirming the device was functioning well. As a result, plavix was discontinued. In (B)(6) 2025, the patient reported having a stroke and was placed back on eliquis. A subsequent tee showed the watchman device remained well-positioned with no leaks or complications. Approximately two weeks ago (B)(6) 2025, the patient reported undergoing another tee, which again confirmed the device was in good condition. Eliquis was discontinued at this time, and the patient was transitioned to a low-dose aspirin (asa) regimen. A good faith effort (gfe) was made to the bsc clinical specialist. It was further reported that approximately seven (7) months post implant, the patient arrived at a hospital with symptoms of numbness down the right leg. The patient was given tissue plasminogen activator (tpa) which resolved the patient symptoms. There were no device leaks found on imaging. There was no further intervention required.